Event description:
It was reported that during an implantable cardiodefibrillator implant procedure the programmer shut down and did not turn on. The electrical cord was changed out for a known good one and various electrical outlets were tried but the situation did not resolve. The programmer was returned for service. Follow-up determined that there was another programmer readily available and that there was no negative impact to the patient.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device would not power on. After troubleshooting was performed the cause was determined to be the link electronic module (lem) circuit board out of specification. Product ID 2067 radiofrequency head; product ID (B)(4) analyzer.